Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission indicated that both the right atrial (ra) and right ventricular (rv) leads exhibited a high volume of noise oversensing. The ra lead noise was determined to be external, as the noise appeared on both leads at the same sequence, while the rv lead noise oversensing resulted in false high ventricular rate episodes. Both the ra and rv leads were explanted and replaced. The patient was in stable condition.